Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary artery graft site to support the 55 year old patient who had been admitted in with the indication of cardiomyopathy, and presenting in scai stage d shock. Underlying medical history was not shared, beyond a history of atrial fibrillation. The pump supported for 1 month and the patient suffered a stroke. The signs of stroke were inclusive of hemiplegia and aphasia. There is a presumption by the team that despite the correct dose of anticoagulation, there was thrombus that had migrated from the atrium to the ventricle and into the circulation as an emboli. The team made decision to explant the pump and close the site. No new hemodynamic support was noted to be delivered. The stroke from possible thrombus with a history of atrial fibrillation is a possibility and a harm that prompted pump explant. Patient survived the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.